Manufacturer narrative:
Citation: higuchi, ryosuke md et al. Outcomes of patients requiring extracorporeal membrane oxygenation in transcatheter aortic valve implantation: a clinical case series. Heart and vessels (2018) 33:1343¿1349 . Doi: 10.1007/s00380-018-1183-8 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the use of extracorporeal membrane oxygenation (ECMO) during the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between april 2010 and july 2017. The study population included seven patients, one of which was implanted with a corevalve. Serial numbers were not provided. The patient implanted with the corevalve was female; age (B)(6) years. Adverse events included: hemodynamic instability during valve deployment and atrio-ventricular (av) block. ECMO was initiated during the procedure and was successfully weaned. No adverse patient effects were reported.